Event description:
It was reported to philips that luc2 board failure caused system stand to be unavailable on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced nvsram 32k*8 ds1230y-120 and luc board v4 and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).).